Event description:
Customer's family member called regarding customer's meter and alleged that the meter contributed to customer being ill and being hospitalized for kidney failure. She also thought that "the meter was reading low when it was really high and customer wasn't doing what customer was supposed to". Customer also told her that customer got a 63 mg/dl at home and was comparing it to the 193 mg/dl reading at the dialysis clinic. She also stated that "a man at the dialysis who tests everyone's meter at the clinic and tells people if their meters work properly, ran a control test with his own strips (strips unknown), and said that the meter was reading wrong." She stated that the customer did not have money to buy strips for this meter, but that the meter could have been malfunctioning (issue unknown) when customer was hospitalized last year. The check strip passed four times. Attempted contact with customer to obtain more information. No further information has been provided.